Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. The ri-2 involved in the incident has been returned to belmont medical technologies for evaluation. It was reported that the ri-2 was set up for use in an emergency and primed with saline. After approximately 30 seconds, the device displayed an unspecified error message. The system was powered off and then restarted. Following restart, blood products were infused for approximately 10-15 minutes. The patient later died; however, the user facility confirmed that the device did not contribute to the patient's death. As per belmont's procedure, a report is being submitted. The user will lose the ability to infuse the patient with the device during the issue. An alarm generates to alert the use of the condition of the device. Another device with separate disposable set can be used to continue treatment. Alternate methods can also be used to infuse the patient. The rapid infuser involved in the incident was functionally tested by belmont and passed with no issues. No device malfunction could be verified, and the root cause of the reported incident could not be determined. The device history of the unit was reviewed, and no similar issues were identified. We will continue to monitor these incidents closely and take further corrective and preventive action if required.

Event description:
It was reported that the ri-2 was set up for use in an emergency and primed with saline. After approximately 30 seconds, the device displayed an unspecified error message. The system was powered off and then restarted. Following restart, blood products were infused for approximately 10-15 minutes. The patient later died; however, it was confirmed that the patient death was not related to the ri-2 system or the disposable set.